Event description:
It was reported that when using the bd pyxis¿ medstation¿ es screen was black, not powering on and completely inaccessible. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was completely black and did not power on. The field service engineer (fse) inspected the pyxibus cable for damage and found none. After isolating the issue to drawer 3.2, they replaced its controller board, reassembled all components, and successfully updated the firmware. Post repair testing confirmed full drawer functionality, and the customer was able to access the application without issues. The system functioned as intended after the field service engineer resolved the issue.